Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the wound has healed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had drainage at the ipg site. Further observation confirmed a small wound dehiscence was found. The patient is on antibiotics and routine dressing exchanges. An incisional wound vac has been ordered. Surgical intervention may take place at a later date.